Event description:
The customer reported multiple errors: power supply/printer/pacer/shock equip malfunction. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported multiple errors: power supply/printer/pacer/shock equip malfunction. There was no report of pt involvement. The device was evaluated at philips and the issue was verified. The power pca was found to be defective. Replacing the power pca resolved the reported issue. The device passed testing and was returned to the customer.